Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer states the ac power indication led is not glowing and battery is not charging. No pt involvement.